Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to surgeon with patella pain. A revision of patella was performed. On examination of the implanted anatomic patella it was noted that it was implanted incorrectly. Due to the incorrect rotation of the implanted patella it was not tracking correctly with the implanted femor. The anatomic patella implant was then removed and a medialised dome patella was implanted. Doi: (B)(6) 2017; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.